Event description:
It was reported that, when releasing the control panel lock on the epiq elite ultrasound system, the control panel lowered faster than expected. The failure occurred outside of clinical use, during preventative maintenance, and no patient or user was harmed as a result of the issue. The philips service engineer has initiated the repair process to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow-up report will be submitted.